Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic for a low heart rate and dizziness; pacing inhibition was noted thus the patient was sent to the hospital. At the hospital the pacemaker was unable to be interrogated with two different programmers. When applying a magnet to the device, there was no response. It was noted that the pacemaker had been successfully interrogated two weeks earlier with no issues found. A procedure was performed where the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory identified 127 hardware resets which led to the device being unable to be interrogated. The device also exhibited no pacing output in unipolar or bipolar configurations. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Analysis confirmed the inability to interrogate this device and lack of pacing was caused by premature battery depletion. However, the root cause of the premature battery depletion could not be identified.